Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. It is unknown if the patient has a history of heart related issues. Review of the reported event identified that the surgeon suggest that the infarction may have been the result of a reaction to anesthesia. The posterior fixation was completed at a later date without issue. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary embolism; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity." No product malfunction alleged.

Event description:
Received information stating patients blood pressure dropped during a surgical procedure. As per reporter while preparing a rod for placement, the patient went into cardiac arrest. A heart massage was conducted and patient was reported as having recovered.